Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure a stent was unable to cross the lesion. Vascular access was obtained via the radial artery. The 3.0 x 46mm target lesion was located in the moderately calcified and non tortuous right coronory artery (rca). The physician had implanted a 3.0 x 32mm promus element stent in the proximal rca and was trying to advance the 2.75 x 20mm promus element mr stent delivery system, but it was unable to cross the lesion. The procedure was completed with a 2.5 x 16mm promus element stent. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified distal stent damage. Struts at the distal end of the stent were stretched distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were present along the hypotube. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).